Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not functioning as expected. Two weeks later, a surgery was performed in which a crack in the reservoir connecting tube was identified. All components were removed and replaced at the discretion of the doctor. The patient improved and had a stable outcome following the surgery.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not functioning as expected. Two weeks later, a surgery was performed in which a crack in the reservoir connecting tube was identified. All components were removed and replaced at the discretion of the doctor. The patient improved and had a stable outcome following the surgery.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole and mechanical issues were not confirmed through product analysis. The cylinders and reservoir performed within specifications. Review of the manufacturing documentation confirmed that the device met all specifications prior shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Cylinder 1 has a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed all tests performed. The ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole and mechanical issues were confirmed through product analysis as the pump failed the activation deactivate state tests and the pump kink resistant tubing was worn down to the filament. The cylinders and reservoir performed within specifications. Review of the manufacturing documentation confirmed that the device met all specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. Cylinder 1 has a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed all tests performed. The ipp spherical reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed the 8lb. Activation test and valve deactive state test. Product analysis concluded these activation issues and deactive state issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not functioning as expected. Two weeks later, a surgery was performed in which a crack in the reservoir connecting tube was identified. All components were removed and replaced at the discretion of the doctor. The patient improved and had a stable outcome following the surgery.